Manufacturer narrative:
Fiber analysis: the fibers glass cap was found to be detached; the fiber broken distal to the fiber/cap glue zone. The fiber cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the patient. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or an anatomical/procedural factors encountered during the procedure, resulting in cap detachment.

Event description:
It was reported that at 108,000 joules of use during a prostate procedure, the surgical fibers tip was damaged. The case was completed using a second fiber without further issue. There was no injury reported.